Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. The patient experienced an issue with his sensor, but could no longer remember the error message. On (B)(6) 2023, the patient was brought to the hospital by his spouse and admitted to intensive care unit (ICU). The patient reported his dexcom was no longer working at that time. He forgot or did not notice any error messages. He did recall that he did not receive any readings. He said that his throat was dry, his lips pale, and he appeared to be dehydrated. The hospital took the fingerstick and he was at 545 mg/dl. He was diagnosed with diabetic ketoacidosis. There, he was given insulin, and food and fibers. At the time of the report, the patient was feeling stable/normal and mentioned awaiting discharge later that day. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.